Manufacturer narrative:
Method - the device was returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro power supply would not send power to the hemopro. The reporter stated that only one of the green led lights were lit. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is under warranty until june 30,2011. The product was returned.